Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2015, the patient presented for a coronary angiogram. The target lesion was located in a coronary artery. After rotablation, a 3.00 x 8 synergy¿ drug-eluting stent was implanted with good results. In (B)(6 )2016, the patient came back and coronary angiogram was performed and an isr in the previously implanted synergy¿ stent was noted. Subsequently, a balloon catheter was advanced and the stent was inflated to the size required for the target vessel. No further patient complications were reported and the patient's status was stable.